Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a rash at site of sensor insertion on (B)(6) 2014. Patient sought medical intervention and was prescribed bepanthen by dermatologist. Patient stated rash has healed since using prescription cream and they have not experienced any other allergic reactions after using skin tac preparation at site of sensor insertion. Patient did not report any injury or further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).